Manufacturer narrative:
(B)(4). One (1) lumbar peek cage [product code: 1731-21-109] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the peek cage had cracked down the middle along the threaded hole. No other anomalies were detected. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the lumbar peek cage breaking cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the surgery was undergone for the patient who was suffering lumber stenosis. During the surgery, the cage (1731-21-109) in question was come off an inserter several times, so the cage was replaced with another one. The surgery was completed successfully without any problems. After the surgery, it was found the cage in question had crack. There was no adverse consequence to the patient.